Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room due to hyperglycemia and nausea on (B)(6) 2019 with blood glucose level 479 mg/dl at time of incident and treated with manual syringes and intravenous preparation at hospital. Customer stated that they was pregnant. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to check for possible site or insulin issues. Customer stated that the quick release was split in to 2 and insulin pump was no longer delivering insulin because of that. The sensor will be and other devices will not be returned for analysis.